Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected and user is currently not able to wear her external audio processor equipment. Further appointment at the clinic is to be scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: according to the currently available information, the recipient lost access to sound with the device after an impact at the implant site. However, as per lates information received no date for revision surgery has been scheduled yet since the patient has never contacted the clinic again with a problem hearing. Due to a lack in telemetry history and despite several requests no information regarding the current benefit with the device have been received. Therefore, currently available information does not allow identifying a specific root cause.

Event description:
Hearing performance with the device is affected and user was not able to use her external audio processor equipment. The user suffers from multiple sclerosis and she fell in october and bumped her head at the implant site. In further information received from the clinic, the user is able to hear with the current equipment. At this point, there are no plans for revision of the device.